Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needle there was an issue with needle separation. There was no report of injury or medical intervention.

Manufacturer narrative:
Six photos and one safety glide needle was received and confirmed to be from batch #7054978 (p/n 305901). The sample was visually evaluated. The safety glide needle was found to be missing the metal cannula. The cannula was detached from the needle hub, the cannula end that is inserted into the needle hub does not have any epoxy present. A detached cannula is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the detached cannula defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd safetyglide needle there was an issue with needle separation. There was no report of injury or medical intervention.